Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# l78728, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: l78728, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump. It was reported that the patient had surgery for pump replacement due to end of service and normal battery depletion. However, after surgery, they were told that the catheter "came apart", however the surgeon did not describe or say how it was disconnected. The complete system was removed and a replacement was not implanted. It was also stated that the surgeon saw medicine in the abdomen and that it was infected, so they flushed it out. It was then stated that the infection was never confirmed and the patient was placed on antibiotics. Afterwards, the patient was cleared and it was stated that there was no infection. A different physician also stated the assessment of infection was not correct, rather it was the reaction of medicine on the tissue. The patient had been doing well on the therapy and would like a replacement. No symptoms were reported.